Event description:
Report rec'd from (B)(6) states "the vacuum fluidics module does not provide the correct aspiration/vacuum values. After preset a vacuum value of 330mmhg some times it ramps up to 450 then returns to preset value. Other times it ramps up an maintains a high vacuum value very different from the preset. No pt impact."

Manufacturer narrative:
The vacuum transducer was replaced.